Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat severe right knee degenerative joint disease. The patella was resurfaced, and depuy cement x 1 was utilized. The procedure was completed without complications. Patient receive a right knee revision to treat pain, discomfort, swelling, and walking difficulty secondary to loosening. Upon entering the joint, abundant scar tissue and substantial, bulky synovitis was excised. The femoral component was grossly loose at the bone to cement interface. There was extensive osteolysis along the metaphysis. The tibial tray was grossly loose at the cement to implant interface. There was a large osteolytic defect under the cement mantle at the tibial tubercle that measured 10 cm x 4 cm x 2 cm. The patella was well-fixed and retained. Tibial insert was yellowed and showed signs of oxidative wear and pocketing of the medial and lateral condylar surfaces. The joint reconstruction was preformed using competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2018. Right knee.